Event description:
It was reported that during insertion of the iab, it became stuck in the introducer sheath. Because of this, the entire assembly was removed and replaced. There were no associated pt complications.